Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this was that the tacks were not deploying properly, the instrument was received partially fired with the timing disrupted. The trigger was actuated and the remaining fourteen tacks deployed but did not seat properly due to the disrupted timing. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the observed conditions may occur if the instrument is excessively manipulated during use. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: ventral hernia repair. According to the reporter: the pins were not coming out properly, resulting in incomplete fixation. The doctor was able to fire a few tacks but they were not getting fixed properly. No tacks fell into the cavity of the patient. There was tissue damage because, the tacks were unable to attach properly. The damage was treated with counter pressure. There was no blood loss over 500 cc and the operating time was not extended by more than thirty minutes. The patient has been discharged.